Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of no alarm was not able to be duplicated, so the original complaint issue was not able to be confirmed. The unit was evaluated and found to have a weak/low alarm.

Event description:
Dealer is stating that the unit has no alarm.